Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were discussed. The changes would be made in next clinic visit.

Event description:
New information states that an asymptomatic patient presented via remote transmission. Review of the stored electrograms revealed that the device exhibited oversensing episodes again due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed.